Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that occlusion alarms occurred with syr 10 ml fil saline short length plunger rods on the mini pumps. The following information was provided by the initial reporter, "it was reported that the 10ml flushes are causing occlusion alarms on mini pumps. One of our staff just brought to my attention that the new 10ml flushes are reading occlusion on the mini pumps, as experienced by at least 3 people. I didn't know if you had this brought to your attention, or if there is another avenue that I should be exploring to investigate this. I asked the nurse to fill out a psor as well so that it can be tracked if this is an ongoing issue. Please let me know if you have already heard of this or if you need more information. Thank you, per email: I met with the unit director and all 10 staff members today. Out of these staff members, only one person, shared that he has an occasional issue with the medfusion 4000 pump pressure alarming when he uses the item #306499 on the pump after diluting medication in the flush syringe first. He states that he purges some of the flush from the flush syringe, draws up some medication (benadryl was an example he used) and injects the medication into the flush syringe with the remaining flush. He then programs the pump and gets pressure alarms intermittently throughout the infusion. He did say that this does not occur every time." 3 occurrences were reported.